Event description:
Boston scientific received information that there were two unknown tachy devices which displayed a fault code for voltage too low for the projected remaining capacity as relayed by a field representative. Attempts to obtain additional information were unsuccessful. The current status of these tachy devices remains unknown. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.